Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. In this case, minimal information was provided and attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history and condition post-implant or possible comorbidities are in progress; therefore, the root cause for the stenosis indeterminable. If new information becomes available, a supplemental report will be filed. The device was not available for return, therefore, the device evaluation was not able to be completed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 23mm aortic valve model was explanted after an implant duration of 5 (five) years and 4 (months) from a (B)(6) year-old male due to stenosis (peak/mean gradients 65/35mmhg - ieoa 1 cm2.). A mechanical valve was implanted in replacement. The patient was noted as to be fine.